Event description:
It was reported that the pump showed check syringe plunger sensor error. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. The top case was chipped and the right plunger case was cracked. Plunger not in place alarm was found in the event history log (ehl). The reported problem was duplicated upon start-up. After checking alarm history, it was noticed the alarm occurred when the plunger head was tight against the pump, one of the flippers was up resting on ear clip. The root cause of the issue is known and is design related. Action(s) taken to mitigate the reported issue(s): replaced left plunger case and reset the timing plates in the plunger head.